Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the device, the user report was confirmed. No image would appear due to a faulty charged couple device unit. Additionally, the p-ring had a crack in it which caused the unit to fail the leak test. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the hd autoclavable camera head was not displaying an image when it was connected to the tower during procedure preparation. According to the initial reporter, the intended procedure was completed using another camera head without any impact to the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ based on the results of the investigation, it is believed that a leak caused the reported failure to occur. Investigation concluded that if water entered through the p-ring crack, the charged couple device unit would fail, and the image would no longer display. Olympus will continue to monitor the field performance of this device.